Event description:
The manufacturer received information alleging an issue related to a remstar auto a-flex device. The patient has alleged stage 4 esophageal cancer that has metastasized to liver. Also, receives IV chemotherapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer received information from uno legal litigation in reference to a repaired rep dreamstation auto CPAP with an allegation of stage 4 esophageal cancer that has metastasized to liver. Also, receives IV chemotherapy. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was eight error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box a: sex has updated. In box b: adverse event/product problem, outcomes attributed to ae has updated. In box d: product brand name, model number, catalog item identifier, device serviced by 3rdp? Has updated. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.